Event description:
Consumer alleges the seat tore on one edge and upholstery tore away. The end user fell to the ground. In speaking with the reporter it was learned he called for an ambulance as he is unable to lift her. Reportedly the end user is in pain with movement. The incident will be brought to the doctor's attention. Incident being filed as a serious injury since emergent medical care was initially sought. Please note any further information received will be provided in a follow up report.